Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was nash cirrhosis caused by diabetes. The caller stated that the customer had diabetes that may have led to the customer's passing. The customer¿s blood glucose was 450 mg/dl at the time of hospitalization. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 48 hours prior to passing, when the customer was admitted. The customer was not using sensors. The caller stated that the symptoms of the nash cirrhosis caused the customer's high blood glucose reading. The caller declined to return the insulin pump for analysis.